Manufacturer narrative:
No button error alarm or audio or beep anomaly noted during testing. Device had unresponsive buttons due to flattened (creased) esc, act and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error, no delivery, low reservoir, low battery, failed battery test alarms, rewind anomaly or communicate to carelink pro due to unresponsive button. Device had cracked reservoir tube lip, cracked case at display window corners. The test reservoir locked in place properly and no anomaly noted. Motor passed motor test. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had difficulty with up, down, act buttons and buttons were sticking not responding. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had motor error and low battery warning before it was died. It was also reported that the insulin pump had failed battery alert, there was crack in case, sometimes insulin pump did not rewind properly and customer pushed piston down and sometime loose reservoir. The device will not be returned for analysis.